Manufacturer narrative:
Patient information was not provided. The serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in(B)(6). This medwatch report is being filed on behalf of livanova (B)(4). There is no known device malfunction and the details of the involved unit are unknown. However, through follow-up communication with the customer regarding regarding a different event, livanova (B)(4) learned that several of the heater-cooler devices at the facility have been removed from service. The customer stated that the cleaning protocols have been followed and the units have been used within the operation room during procedures. The contact stated at that time that the units have not and will not be tested for contamination. Due to on-going litigation, the customer has previously reported that further information related to the status of the devices or patients cannot be released. It is unknown if the reported infection is related to the use of the heater-cooler device. No further investigation is possible. Device availability is unknown.

Event description:
On (B)(6) 2017, livanova (B)(4) received a user medwatch report (mw5071867) indicating that a patient was diagnosed with a disseminated mycobacterium chimaera infection after undergoing an aortic valve replacement. The patient reportedly has expired. It was reported that a heater-cooler system 3t was used during the procedure.